Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for lead revision procedure due to the right ventricular lead had punctured the lung. The patient was coughing up blood due to the perforation. The lead was capped and replaced on (B)(6) 2018. The patient was hospitalized for 20 days and was in the intensive care unit for 5 days. The patient was stable.